Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The same day as onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient received treatment with unspecified antibiotics (dose, frequency and route of administration not reported) for the event of peritonitis. Twenty days after the onset of peritonitis, the pd catheter was removed and the patient discontinued dianeal therapies as the patient did not respond to the peritonitis treatment. On the same day, the patient was transferred to hemodialysis (hd). At the time of this report the patient was not recovered from this peritonitis event. On an unknown date, the patient was discharged from the hospital. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.